Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, scratches on the screen making it hard to read the display, losing time, louder rewind process, and had a motor error alarm. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected power loss anomalies noted. No unexpected missing segments/partial display noted. No unexpected rewind/ noise anomalies noted. No unexpected time/clock anomalies noted. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched lcd window. (B)(4).